Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the display screen was blank after the patient had been swimming with the pump. The reporter confirmed auditory and vibratory features were working. Reportedly the pump was vibrating and beeping, but the screen remained blank. The reporter denied any physical damage to the pump casing and denied any moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/6/2013 with the following findings: during testing, the display screen was found to be faded and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was also noted that there was moisture within the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.